Manufacturer narrative:
(B)(4).

Event description:
This left ventricular (lv) lead exhibited out of range pacing impedance and loss of capture. The patient underwent a surgical intervention to laser extract the lead but the lead locking stylet would not advance past the superior vena cava (svc) where the lead was pinched and possibly fractured. The laser was unable to extract the lead as the lead broke apart. The wire of the lead was tied to a lead cap and anchored to the pocket, surgically abandoning the lead. A new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
This left ventricular (lv) lead exhibited out of range pacing impedance and loss of capture. The patient underwent a surgical intervention to laser extract the lead but the lead locking stylet would not advance past the superior vena cava (svc) where the lead was pinched and possibly fractured. The laser was unable to extract the lead as the lead broke apart. The wire of the lead was tied to a lead cap and anchored to the pocket, surgically abandoning the lead. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The complaint device was not returned by the customer, therefore, no product analysis could be performed. The information provided was not sufficient to allow determination of probable cause. Lead fracture is listed as a potential adverse event in the physician's lead manual. No further actions are considered necessary and the complaint investigation conclusion code is known inherent risk of device.